Event description:
(B)(4). Same case as 2134265-2012-07916; 2134265-2012-07917; 2134265-2012-07585; 2134265-2012-07586. It was reported that following a coronary artery stenting treatment procedure, the patient experienced elevated enzymes. Lesion 1 was located in the proximal left circumflex with 95% stenosis and was 15 mm long with a reference vessel diameter of 2.5 mm. The physician treat the lesion with pre-dilatation and placement of a 2.25 mm x 16 mm, 2.25 mm x 20 mm and 2.50 mm x 8 mm ion us coa stents. Following post dilatation, residual stenosis was 0%. The staged procedure was performed 6 days later. The target lesion was located in the proximal right coronary artery with 70% stenosis and was 15 mm long with a reference vessel diameter of 3.0 mm. The physician treated the lesion with pre-dilatation and placement of a 3.50 mm x 16 mm and 3.0 mm x 16 ion us coa stents. Following post dilatation, residual stenosis was 0%. At 7 days post index procedure/prior to discharge, elevated cardiac enzyme values were observed (peak ck-mb= 9.3 ng/ml; uln= 3.6 ng/ml). The patient presented with a myocardial infarction. The event was considered resolved without residual effects and the patient was discharged on aspirin and clopidogrel.

Manufacturer narrative:
(B)(6). Device is a combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).